Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (apd). The cause of peritonitis was unknown. Around the same time of the peritonitis event, the patient also experienced a bacterial infection with culture positive for escherichia coli. Cause of this infection was unknown. The patient was hospitalized for peritonitis. On the same day, the patient was treated with unknown antibiotics intraperitoneally (ip) for peritonitis. On the same day, the patient experienced septic shock manifested by low blood pressure and part of the small intestine died. On the same day, the patient also experienced abdominal distension and was being fussy. The cause of part of small intestine died and septic shock was bacterial infection. During the hospitalization, the patient received 3 surgeries (indication was not reported). On an unreported date, the patient had recovered from low blood pressure. At the time of this report, the patient was still in the hospital. The patient had recovered from the small intestine died. The patient was still recovering from peritonitis, bacterial infection, and septic shock. Apd therapy and hemodialysis was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d03050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: approximately seven weeks after the event of peritonitis, the patient died. The cause of death was unknown. The patient died due to multiple problems. It is unknown if an autopsy was performed. It is unknown if the peritonitis event resolved prior to the patient?s death. No additional information is available.